Event description:
It was reported that a user experienced a temporary loss of continuous glucose monitoring readings while using an ilet system with a dexcom g7; the ilet remained connected during charging and cgm data resumed during the call, while the user¿s blood glucose was 309 mg/dl and the user felt well. Symptoms included hyperglycemia without reported associated complaints. Outcomes included no medical intervention, no hospitalization, and user-declined follow-up, with education provided on signal loss and device charging. Investigation included customer service troubleshooting and user education regarding temporary signal loss and device connectivity. Investigation of this case revealed a transient cgm communication interruption with no persistent device malfunction identified and no ilet pump or infusion set component failure observed. It was concluded, based on previously established findings for similar reports, that the cause was user environment or transient communication conditions consistent with known cgm signal loss behavior.